Event description:
It was reported that right atrial (ra) lead exhibited oversensing as seen on the stored atrial fibrillation (af) events. There were rare undersensing noted on the right ventricular (rv) lead. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.